Event description:
Unomedical reference number (B)(4) event occurred in china it was reported that patient faced an insulin flow blocked alarm. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.